Manufacturer narrative:
This lead was not returned for analysis, as it was discarded at the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not returned for analysis.